Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a primary plum set, 0.2 micron filter, pre-pierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch that experienced leakage during use. It was stated in the report that there was a leakage at clave. There was patient involvement, but no patient harm.